Event description:
A user facility patient care technician (pct) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred two hours and twenty-five minutes into treatment. The blood leak was reported to be internal. The pct said the blood leak was visually observed at the drain, but not within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Multiple blood leak test strips were used, and they tested positive for the presence of blood. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were attached to the returned device. Blood was present throughout the dialyzer. During gross visual examination, a potted fiber fragment was observed on the cavity ID end at approximately 150°, with the dialysate ports situated at 0°. The fiber fragment measured approximately 1.0 inches in length. An opposing end was not identified. Further examination of the complaint device did not identify any other damage or irregularities. The dialyzer was not subjected to a laboratory leak test as potted fiber fragments are known to impact the integrity of the dialyzer. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility patient care technician (pct) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred two hours and twenty-five minutes into treatment. The blood leak was reported to be internal. The pct said the blood leak was visually observed at the drain, but not within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Multiple blood leak test strips were used, and they tested positive for the presence of blood. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility patient care technician (pct) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred two hours and twenty-five minutes into treatment. The blood leak was reported to be internal. The pct said the blood leak was visually observed at the drain, but not within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Multiple blood leak test strips were used, and they tested positive for the presence of blood. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available for manufacturer evaluation.